Manufacturer narrative:
Date received by manufacturer: 09sep2016.

Event description:
A report was received that the patient experienced unstable angina. The patient was hospitalized and an angiogram was conducted. This event is resolving. In addition, the patient experienced a pulmonary embolism. No action was taken for this event. It is unknown if the events are related to the device or procedure.

Event description:
A report was received that the patient experienced unstable angina. The patient was hospitalized and an angiogram was conducted. This event is resolving. In addition, the patient experienced a pulmonary embolism. No action was taken for this event. It is unknown if the events are related to the device or procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50 serial: (B)(4) description: linear 3-4 lead, 50cm model: sc-3138-35 serial: (B)(4) description: scs phiii ext 35cm additional information was received that the event was not device or procedure related but cause is unknown. The event is resolving. No further course of action at this time.

Event description:
A report was received that the patient experienced unstable angina. The patient was hospitalized and an angiogram was conducted. This event is resolving. In addition, the patient experienced a pulmonary embolism. No action was taken for this event. It is unknown if the events are related to the device or procedure.

Manufacturer narrative:
(B)(4). Additional information was received that the onset date of the pulmonary embolism was on (B)(6) 2016. In addition, on (B)(6) 2016, the patient experienced a suspected deep vein thrombosis (dvt) on their right calf. The patient was given medication and the event was resolving. The dvt was assessed as being related to the implant procedure and unrelated to the device.

Event description:
A report was received that the patient experienced unstable angina. The patient was hospitalized and an angiogram was conducted. This event is resolving. In addition, the patient experienced a pulmonary embolism. No action was taken for this event. It is unknown if the events are related to the device or procedure.

Event description:
A report was received that the patient experienced unstable angina. The patient was hospitalized and an angiogram was conducted. The event was resolving. It is unknown if the event is related to the device.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced unstable angina. The patient was hospitalized and an angiogram was conducted. This event is resolving. In addition, the patient experienced a pulmonary embolism. No action was taken for this event. It is unknown if the events are related to the device or procedure.